Manufacturer narrative:
The device was manufactured and put into commercial distribution prior to 1998, 18+ years ago. It has been used long past its expected life, being subject to intensive reuse, as evidenced by its extremely worn condition, both overall and of the inserts in particular.

Event description:
Facility reports that the insert broke while using. The doctor reports that he was gripping a crown when a tip of the carbide insert broke off in the mouth and was retrieved. No harm done.